Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lobectomy procedure using the egia60axt and egia45amt staplers, poor staple formation occurred twice, and an incomplete staple line was noted twice, once centrally and once distally. The procedure was laparoscopic and involved the trachea and blood vessels. The issue was resolved by replacing the defective staples with new ones. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egia45amt, egia45amt egia 45 artic med thick sulu (lot#: p2b0067s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lobectomy procedure using the staplers, poor staple formation occurred twice, and an incomplete staple line was noted twice, once centrally and once distally. The procedure was laparoscopic and involved the trachea and blood vessels. The issue was resolved by replacing the defective staples with new ones. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had a full complement of staples. Functional testing found that the lock ring was rotated into the correct position. The reload was loaded into a representative instrument. The reload was applied to test media, all staples were placed, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that there was poor staple formation and the staple line was incomplete. The reported issues could not be confirmed. The most likely cause could not be established from the information available. This issue can occur if the lock ring is inadvertently moved out of position during handling of the reload; however, it cannot be established when this may have occurred. The evaluation detected an unreported condition: the lock ring was out of position. Visual examination noted that the reload was received with the lock ring rotated out of position. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a lobectomy procedure using the stapler reloads, poor staple formation occurred twice, and an incomplete staple line was noted twice, once centrally and once distally (the device initially fires, but then fails to complete the firing cycle of the two reloads). The procedure was laparoscopic and involved the trachea and blood vessels. The issue was resolved by replacing the defective staples with new ones. There was no patient injury.